Event description:
A device report from (B)(6) indicated a surgeon from a hospital in (B)(6) reported: surgeon was performing a procedure on a distal tibia. Surgeon inserted two 3.5 mm screws into the plate and both screw heads broke, leaving the shafts in the patient's bone. Surgeon was using a manual screwdriver at the time of insertion. Surgeon did not remove the shafts of the screws, x-rays were taken, and the shafts of the screws remain in the patient. The account discarded the screw heads. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.